Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they need to have their machine adjusted. Pt said they were directed by their doctor to contact patient services to try to get in contact with their medtronic rep, pt thought the reps name might be christie. Patient service specialist asked if there was something wrong with the stimulator, and patient said they hadn't had ins on because it made their legs real weak for about 2 months. Patient said they went to their doctor last time and the doctor told them to call medtronic to set up an appointment for an adjustment. Additional information was received from the patient on 2024-03-15. They reported that the cause was unknown and they removed the stimulator but the issue has not resolved.